Event description:
It was reported that pump experienced recurring malfunction alarms identified by malfunction code 12, with no notable events occurring beforehand and multiple similar incidents previously reported for same pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections as backup insulin therapy, technical support advised customer of replacement pump with updated software.